Manufacturer narrative:
Age or date of birth, weight, ethnicity, race- unk. Date of event- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -10.5/+1.5/099 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. It was replaced with a longer lens.

Manufacturer narrative:
B5: previous statement: lens was explanted due to low vault and replaced with a longer lens. Corrected statement: lens was exchanged with a longer lens due to low vault and the problem is resolved. Claim#: (B)(4).